Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 08/2024).

Event description:
It was reported that during a recanalization procedure, the guidewire allegedly broken. It was further reported that cutdown in the patient¿s upper arm was done to retrieve the broken wire and then to complete the thrombectomy. The current status of the patient is unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A set aspirex and guidwire were physically investigated. The catheter occluded at 3cm from the tip, the guidewire was broken 40cm from the coiled tip. The test for aspiration could not be performed due to overheating of the device. The reported breakage of the guidwire can be confirmed. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 08/2024), g3. H11: h6 (method, result, conclusion). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the guidewire allegedly broken. It was further reported that cutdown in the patient¿s upper arm was done to retrieve the broken wire and then to complete the thrombectomy. The current status of the patient is unknown.